Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose went up to 400 mg/dl yesterday. Customer changed the set and battery. Customer stated that her blood glucose went up to 400 mg/dl today and it is not due to anything that she is eating. Customer's blood glucose is 55 mg/dl. Customer ate crackers, cheese, and 3 cookies. Customer had symptoms of high blood such as thirst and tiredness. Customer treated with the pump and a needle. Customer found no air in the tubing. Customer verified that the insulin exited the tubing and the pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that he cannula was not bent. Customer was advised to do a complete set change. Customer explained that she used the remaining insulin in an old reservoir to add to a new reservoir. Customer was explained that any remaining insulin in an old reservoir should be discarded and not used. Customer understood.